Event description:
Physician reportedly delivered the filterwire without problem and delivered a 4.0 x 16 mm express stent in a saphenous vein graft to the diagonal without predilatation or any balloon delivery issues. Physician tried to remove the filterwire after stent placement. In advancing the ez retrieval sheath through the stent, it became stuck just proximal to the stent. Filterwire migrated up the proximal side. Aggressive manipulation of the retrieval sheath by the physician resulted in mangling of the stent. Filterwire filter loop also caught on distal edge of deployed stent when attempting to remove. Physician pulled stent from mid portion of the graft to the ostium of the vein graft, crushing the stent. Physician was unable to retrieve the crushed stent from patient. The patient demonstrated no EKG change and remained hemodynamically stable with timi 3 flow despite the crushed stent. Patient was sent to bypass surgery for retrieval of the filterwire and stent. The patient was reportedly doing well after the successful procedure.